Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that that system operated within specifications. No issues were reported. A successful system checkout was performed which verified that there were no issues.

Event description:
A medtronic representative reported that there was a 1 mm- 2 mm (direction unknown) of inaccuracy towards the end of the surgery, more than 30 minutes after opening the bone flap. The surgeon confirmed the accuracy on anatomical landmarks after the tracer registration. The inaccuracy was identified once the surgeon was able to visualize the mass. The site continued with the surgery with no clinical impact as they were able to visually confirm their location within the anatomy. There was no delay in surgery reported.